Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the specification, flat crease, and white particles in the shell. No other observation observed. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported, left side capsular contracture, baker grade IV. And healthcare provider confirmed, device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade IV and healthcare provider confirmed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. Device remains implanted.